Manufacturer narrative:
This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: the field service engineer (fse) was dispatched on (B)(6) 2015. The fse had the customer perform a version up, which resolved the issue. The aia 2000 instrument was functioning as intended. No further action required by field service. The probable cause of the event was a possibly corrupted file. A complaint history review for serial number (B)(4) was conducted from (B)(6) 2014 through (B)(6) 2015 for similar complaints. There were no complaints reported during this time period similar to the present issue.

Event description:
On (B)(6) 2015 a customer reported error 2243 (delay of substrate dispensation start) and 2142 (failed to detect cup from sorter on cup - tip lane) with their aia-2000 analyzer. A field service engineer (fse) was dispatched on (B)(6) 2015 to address the reported event, which resulted in delay in reporting of pth and fsh patient results. There was not indication of any patient intervention or adverse event consequence due to the delay in reporting of patient results.